Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with multiple internal wires broken, which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
It was reported the patients lead displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.